Event description:
Leakage of saline from the system required surgical intervention to correct.

Event description:
Pouch dilation. Opportunity was taken to replace old model access port by a new model. The event of tubing leakage was initially reported in error. No leakage of device has occurred.